Event description:
(B)(4). No serious injury alleged. Malfunction alleged. (B)(6) states the recline mechanism is sticking, and when the patient was helped out of the chair, the excess pressure on the calf panel cracked it. MDR filed.